Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a clock not set alarm and the backup battery not charging as intended on the system controller (serial number: (B)(6)) was unable to be confirmed. The system controller was not returned for evaluation, and no log files were available for review. Provided information indicated that the event controller was connected to the heartmate touch during routine checks, it was noted that the battery was unable to be charged. It was later communicated that the issue was traced to a clock not set alarm, and that the clock was reset without issue, and the issue resolved. It was also reported that the clock was set when the battery was last replaced, but that the battery likely depleted, causing the reported event. No equipment was exchanged. The root cause of the reported events was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook,are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. This section also instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The center realized that the issue was due to a not set date and time in the system controller memory. When the time was eventually set, the problem was solved. The system controller was eventually not exchanged.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Additional information stated the controller's clock was set initially but as the battery most likely died and the data were lost. The charging issue was identified as the patient brought their backup controller to an ambulatory control. As the nurses checked on the backup controller, they observed the issue when connecting the controller to the heartmate touch.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the backup controller was checked on, the backup battery was unable to be charged despite putting in a new backup battery. The replacement of the system controller was anticipated.